Manufacturer narrative:
Unit received with button error alarm and had unresponsive act and up arrow buttons due to corroded keypad traces. Unit had cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that his child's insulin pump alarmed button error and cannot clear the alarm. Customer does not recall any significant events leading to the error, except that pump was in pants pocket. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for alarms but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.